Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by power cycling the e-100. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the surgeon indicated that the vessel sealer extend (vse) instrument exhibited unstable firing. The customer mentioned that reinstalling the vse instrument, reseating the energy cable, and cleaning the jaws did not resolve the issue. An intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed that there were no errors and advised the customer to perform a power cycle on the e-100. The customer would perform the troubleshooting later and call back if the issue persisted. The procedure was completing as planned with no report of patient injury.